Event description:
The pt, a insulin dependent diabetes mellitus, came down with the flu shortly before 4/17/1998. She reported that on 4/17, her flu shymptoms turned into "diabetic symptoms...lethargic, not rational." She does not remember if she took her morning insulin and did not test her blood glucose throughout the day because she "didn't get out of bed. Note: it was reported that the pt sometimes has a problem getting a blood sample and that prior to the alleged event, did not test very often. Her husband unsuccessfully attempted to test her blood glucose on the surestep meter for approx 6 hrs that evening, getting "error messages" and a "not enough blood" prompt. He could not remember what the error messages were. Unable to obtain a result, he purchased a new surestep meter and tested the pt at 10/p, obtaining a high message. He treated his wife with regular insulin throughout the night while getting high messages on the new surestep meter. At 6/a on 4/18, the paramedics were called. The pt was placed on intravenous and transported to the hosp where a lab blood glucose result of approx 1470 mg/dl was obtained. The physician stated that she had diabetic ketoacidosis and they didn't know what caused it, but they took her appendix out." She was released from the hosp on 4/28/1998.